Event description:
Following a pump replacement, the patient had an infection on or over the pump location. The patient was taken to the operating room; the health care professional was considering replacing the pump with the active infection. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.